Manufacturer narrative:
This report is submitted on october 31, 2023.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss subsequent to sustaining a head trauma. It is unknown if there are plans to reimplant the patient as of the date of this report.